Event description:
Customer reported a past high blood glucose event with an unspecified cause and the highest level was indicated as "high." Cause was not known. Customer took corrective action by administering a correction bolus using the pump, and it was recommended by technical support that the customer consult with a healthcare professional to discuss possible factors affecting blood glucose levels. Customer acknowledged the advice.